Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized biomedical engineer, who was onsite and tested the unit and found no issues as the device was working to per specification. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was working per specification.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the tele box does not read the pluses which causes the pulse machine to read a different number than what it is. The device was not in clinical use at time of event, no adverse event was reported.